Event description:
It was reported that the pump had a force bridge error and physical damage on handle. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump had a broken top case by the handle and was cracked on battery door. Was unable to duplicate the force sensor bridge test at occlusion. The root cause of the reported issue was found to be normal wear, the force sensor was over 10 years old and was failing intermittently. Actions were taken to mitigate the reported issue: replaced plunger cable for preventive. Replaced the top case. Performed power up process and all functional testing which passed.